Manufacturer narrative:
Additional information: b5, d10, h4, h6 (update codes), h11. B5: the devices contained piperacillin/tazobactam 18g in 230ml sodium chloride 0.9%. H4: the lot was manufactured between august 15-19, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event was originally reported to the FDA through report # 1416980-2025-03140 with an aware date of 05/02/2025. Additional information was received on 07/17/2025 that triggered this new initial MDR for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of large volume folfusor underinfused during infusion. There were flow issues with the pumps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.